Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During follow up on an unrelated event it was reported that a peritoneal dialysis patient was hospitalized for peritonitis and septic shock. During additional follow up the patient's nurse reported on (B)(6) 2018, the patient was found unresponsive and was not connected to the machine, emergency medical service was called and patient was taken to the hospital where he was diagnosed with peritonitis and he was in septic shock. The nurse stated that it happened so fast that the patient never came to the clinic. The patient was administered unspecified antibiotics in the hospital and was switched to hemodialysis on (B)(6) 2018, later his catheter was removed. The patient's effluent culture grew enterococcus, an intestinal flora. The patient continues on hemodialysis and was last reported to be recovering.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Information in the complaint file and 54 pages of medical records were reviewed. The peritoneal dialysis (pd) patient was found at home with significant alteration in mental status and minimally responsive and the patient¿s caregiver called emergency medical services. The patient was not connected to the cycler at the time of the event. The patient had severe abdominal pain and distention. When paramedics arrived on scene, the patient was hypotensive and the patient¿s blood pressure dropped on route to hospital. Upon arrival to the emergency room the patient was responsive to painful stimuli and significantly hypotensive, tachycardic, and tachypneic. ER physical exam was positive for lethargy, confusion, cyanosis, pale skin, and diffuse abdominal pain. The patient had a total of 5 l fluid replacement in the ER, but the patient¿s blood pressure did not improve. Laboratory analysis indicated the pt. Had leukopenia {white blood cell (wbc) count 1.2} and neutropenic (count 8). The patient was admitted into the intensive care unit for further evaluation and medical management of apparent neutropenic sepsis with shock/ multi organ system failure (mosf)/lactic acidosis due to suspected acute bacterial peritonitis vs. Clostridium difficile (c-diff) colitis vs. Other in the setting of immunosuppression from chronic steroid use (for anca vasculitis). It was recorded the patient¿s neutropenia was likely related to (immune) suppression due to ongoing bactrim use and as a result bactrim placed on hold during hospitalization and the patient was placed on neutropenic precautions. The patient was also continued on stress-dose IV hydrocortisone for ongoing management of the patient¿s anca-associated vasculitis. The patient was initiated on broad spectrum IV antibiotics; cefepime 2,000 milligram (mg) every 24 hours, metronidazole 500 mg every 8 hours and vancomycin 2,000 mg once for suspected peritonitis. The patient¿s pd effluent was observed to be cloudy with sediment; pd effluent and blood cultures obtained. Laboratory analysis indicated pd effluent culture grew rare gram-negative bacilli and rare gram-positive cocci (reported enterococcus) and blood cultures also positive for gram negative-bacilli and gram-positive cocci in pairs and chains. The patient had a right internal jugular dialysis catheter placed in anticipation for transition to hemodialysis therapy. The patient¿s pd therapy was suspended due to peritonitis and the patient did not warrant acute peritonitis. Hd treatment details during hospitalization are unknown. Further details surrounding the patient¿s hospitalization and treatment for sepsis with mosf, including acute respiratory failure and peritonitis is unknown. During a follow up call with the patient¿s peritoneal dialysis (pd) nurse, it was reported the patient is doing much better on hd therapy and showing signs of improvement.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology for the patient¿s peritonitis infection cannot be fully determined with the information available. A probable causal association exists between the pts¿ peritonitis infection and the patient¿s altered mental status, bacteremia with septic shock/ mosf including acute respiratory failure. Although at this time, there have been no reported allegations against the liberty select cycler/cycler cassette malfunction associated with the patient¿s peritonitis and sepsis events. It is also possible, the patient¿s concurrent immunosuppression from ongoing treatment with bactrim and chronic steroid therapy for anca vasculitis was cofounding factor in the nature and severity of the patient¿s peritonitis/ septic event. A temporal relationship between the patient¿s pd therapy with the liberty select cycler/liberty cycler cassette and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.